Event description:
It was reported to boston scientific corporation on october 16, 2007 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure two and a half months prior (patient gender and weight unknown). According to the complainant, during the procedure, upon insertion of the jagwire into the cannula, the tip of the device peeled off. The tip remained inside of the patient's duodenum. Another jagwire was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient was discharged from the hospital.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.